Event description:
Caller reported that a pump malfunction had occurred, displaying a malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction without recurrence, allowing the customer to continue using the pump. The customer was instructed to report back if the issue happened again, and they acknowledged this guidance.